Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes contained discolored additive. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 15 samples and 2 photos for investigation. The samples and photos were evaluated and the additive appears to be discolored. Additionally, 90 retention samples from bd inventory, were visually inspected and no additive abnormalities were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.